Event description:
(B) (4) received information that this chronically atrial fibrillation (af) patient implanted with this device system underwent an invasive pocket revision procedure, as a result of the pocket site not healing. Further information revealed that this device system, including leads, were explanted due to pocket infection. Since the reported event date occurs before the device implant and explant dates, no dates have been included.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.